Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The subject device was tested for more than 8 hours, and no image issues were noted. The unit passed all functional and leak tests. Although, evaluators did note a chip on the rear cover packing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, the intended procedure was completed by using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.